Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery- posterior communicating artery (ic-pc) using a penumbra smart coil detachment handle (handle). During the procedure, prior to use, the physician noticed that the funnel cap of a handle was already disconnected upon opening of the packaging. The damaged handle was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the handle funnel cap was found detached from the device. One of the plastic tabs that secures the funnel cap to the device was found bent. Conclusions: evaluation of the returned handle revealed the funnel cap was disconnected from the handle. If a plastic tab that secures the funnel cap to the device is damaged, the funnel cap may disconnect from the device. The reported damage likely occurred as a result of mishandling during transit from penumbra to the hospital. The root cause of the reported complaint was unable to be determined. Penumbra will continue to monitor post-market data for similar occurrences. Penumbra handles are visually inspected and 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.